Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead shock impedances with current measurements being out-of-range. All other lead measurements are stable and within normal limits. There have been no shocks delivered since induction testing at implant. Boston scientific technical services (ts) suspects that the clinical observations are due to calcification or oxidization of the lead tip. Ts recommended performing isometrics and pocket manipulation to rule out any potential lead issues. The patient was brought back into the clinic and the decision was made to refer the patient to another account for lead extraction followed by a subcutaneous implantable cardioverter defibrillator (s-ICD) implant. The patient¿s medical team concluded that implanting a new transvenous rv lead would result in this same clinical observation within a few years.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned in two segments. Visual inspection noted calcification on the distal shock coils and the lead tip was complete encapsulated. Depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected.

Event description:
New information received indicates that this transvenous system was explanted without incident. Visual inspection of the lead coil and tip confirmed fibrosis.